Event description:
It was reported that during the stenting procedure, the 3.5 x 18 mm xience v stent was advanced into the patient anatomy. The delivery system balloon was inflated and it was noted that the stent was not on the delivery system. The dislodged stent was found in the yellow protective sheath. Per report, the stent was removed from the stent delivery system when the yellow protective sheath was removed. The device was not examined prior to use and it was not noted that the stent had been removed. A second same size xience v stent was then used without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.